Event description:
The customer reported that during a patient event, their device locked up while attempting to perform a non invasive blood pressure (nibp) on the patient. The patient was reported to have been feeling light headed and was only being monitored. There was no indication that defibrillation therapy would have been needed. There were no adverse effects caused to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported failure. Physio did evaluate the electronic patient record and the device key log from the event and observed that the device did not shut down properly; however physio could not determined what may have occurred to lead to this improper shut down. Proper device operation was observed through functional and performance testing. The device has been returned to the customer for use. The cause of the reported issue could not conclusively be determined.